Event description:
It was reported to boston scientific corporation that an obtryx transobturator sling system was used during a procedure on (B)(6), 2010. According to the complainant, the patient experienced mesh erosion and pain that required surgical intervention. The exact nature and date of onset of the erosion and pain, as well as the details of the surgical intervention are unknown. All other information is unknown and reportedly unavailable.